Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use due to vasospasm. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that post pci procedure, the radial access sheath detached within the patient. The physician had acquired retrograde radial artery access for an interventional coronary procedure. When removing the radial sheath and deploying a radial band for hemostasis the sheath detached post-procedure. The account states that the patient experienced severe vasoconstriction during sheath removal and deployment of the radial band. The detached sheath was successfully removed by the physician's hand. No patient injury to report.